Event description:
Same as manufacture# 6000093-2004-1412. It was reported that during a coronary drug eluting stenting treatment procedure, difficulty removing the delivery device from the guide wire was encountered. The physician successfully deployed a taxus express2 8.8% drug eluting stent. During withdrawal, the stent delivery device became stuck on the luge 182 cm j guide wire. The physician pulled the stent delivery device and guide wire out as a unit. There were no patient complications or injuries. Patient status is reported as "satisfactory/good."